Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up approximately six weeks post-implant. The atrial lead measurements were stable and consistent with those seen at implant. However, the rv lead exhibited a decrease in sensing and pacing impedance measurements, as well as a significant increase in rv pacing threshold measurements, from 0.4v@0.4ms to 2.8v@1.0ms. The rv pacing outputs were reprogrammed to 4.5v and the patient was to be seen by the implanting physician for a lead revision. No adverse patient effects were reported. Additional information was received. It was reported that the patient paced very little in the rv, so the physician elected to continue monitoring the lead. No revision was being considered at this time.